Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The insulin pump had a scratched display window, scratched case, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 6.8 mmol/l. Troubleshooting was performed. The device was returned for analysis.